Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. A bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed two conforming clips and seven clips with gap; the lockout mechanism was broken during the analysis. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, scissoring occurred. The clip did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.